Event description:
It was reported that the 9800 system displayed an ma sensor failed error message. Customer was able to complete the case. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported problem could not be duplicated. However, as a proactive measure, replaced the high voltage supply regulator and performed a generator and filament calibration. The system was tested and found to be working as intended and placed back into service.